Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, x-ray examination and visual inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-35474. It was reported that during the implant procedure, the right ventricular (rv) lead and right atrial (ra) lead exhibited unacceptable capture threshold that caused loss of capture. The rv and ra leads was replaced and the procedure continued with the new leads on (B)(6) 2023. The patient was stable throughout the procedure.